Event description:
A caller reported a cracked and shattered touchscreen on their pump, rendering it illegible. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and the customer technical support (cts) arranged a replacement pump.